Event description:
Patient reported the up and down buttons on the infusion device are defective. Patient stated the display on the infusion device is also blank. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.